Manufacturer narrative:
(B)(4). (B)(6) 2017. Concomitant medical products: persona stem extension, catalog #: 42557000114, lot #: 63596334, persona stemmed tibia, catalog #: 42532007102, lot #: 63549971. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-05957, 0001822565-2018-05961, 0001822565-2018-05962. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location unknown.

Event description:
It was reported that patient underwent right total knee arthroplasty and was subsequently revised due to pain, swelling, stiffness and loosening.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.